Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/17/2025, a facility representative reported via (B)(4) that an ar-9679 orientation sleeve, angled reamer was broken. This was discovered in a case with no adverse effects on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9679, batch 051946, was received for investigation. Visual evaluation noted that the handle was cracked. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. Refer to investigation photos. The complaint allegation is confirmed.